Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that they turned their implantable neurostimulator (ins) off at night and at around 1am and 4am they received a shock that woke them up. This has happened a few times. When the patient turned the ins on the received a tingling/contraction in their right hand. The patient's thumb had the contraction that only lasted a few minutes. The shocking was around the ins battery. The patient also had an itch feeling on their right arm and at the ins battery site. The itchy feeling only occurred after the shocks. The patient had never experienced this issue before. There were no falls or trauma and no environmental exposure. Palpating the ins, lead, and extension showed no abnormal results. Impedances were measured to be normal. The ins had bipolar programming on the left side and monopolar programming on the right side. The cause of the shocking, itching, and the muscle contractions in the patient's hand was not determined. The ins was off when the issues occurred and the patient turned stimulation back on immediately. The patient was receiving normal therapy and therapy was effective. All of the symptoms went away after stimulation was turned on and the issue had not happened again. In (B)(6) 2014, the patient had a stent placed and they recently had an electrocardiogram. The patient's indication for use is essential tremor and movement disorders.